Event description:
Pt was brought to cath lab for ptca of left anterior descending. A 7f sheath was used and a 7f jl4 guide catheter was inserted. A .014" guidewire was advanced past the lesion. A 2.5 x 15mm quantum ranger was prepped and positioned across the lesion and predilated. An acs duet 2.5 x 18mm stent was prepped and positioned across the lesion. It was inflated to 6atm, the balloon broke when increasing the atm's. The stent device was then attempted to be removed. The balloon separated from the stent prior to the guide catheter. The stent was left in the left main and emergency CABG was performed.